Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating a device malfunction as the tidal volume was exceptionally low. There was no patient involvement at the time the issue was discovered as the issue occurred during a user check. No patient or user harm was reported. The customer called technical support to report that the tidal volume was exceptionally low. No accessories were used. The investigation is ongoing.